Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose (bg) was above 500 mg/dl. Customer delivered a bolus and changed supplies to address elevated bg and resumed insulin delivery successfully.